Event description:
The customer observed on falsely elevated troponin-I result on the architect i1000sr analyzer. The following data was provided: patient 2: (B)(6) 2013 initial 1.7 (not reported out), repeat 0.029 & 0.040 ug/l. The customer uses 0.3 ug/l as their cutoff. The customer mentioned daily maintenance was not performed and they were going to check the probe (secure, recalibrate and change the wz probe). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of similar complaints, a review of labeling and service of the architect instrument. No adverse trend was identified after reviewing historical data and complaints. Labeling was reviewed and found to be adequate: a product labeling review found the architect system operations manual and the stat-troponin-I reagent package insert contain adequate information for troubleshooting the observed issue. Field service identified that the probe wz (part number 08c94-35) and tubing/sensor, temperature wz (08c94-87) were clogged/obstructed and were replaced to rectify the issue. A service history review found no service history issues with i1000sr serial no. (B)(4). No additional discrepant result complaints or complaints for probe wz (part number 08c94-35) or tubing/sensor, temperature wz (08c94-87) issues were found to have been documented for i2000sr serial no. (B)(4) since troubleshooting was performed and the probe wz (part number 08c94-35) and tubing/sensor, temperature wz 08c94-87) was replaced. A single definitive cause of the issue could not be determined. The discrepant results issue was considered resolved through the replacement of both the probe wz (part number 08c94-35) and tubing/sensor, temperature wz (08c94-87).